Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion in tubing of with an infusion set. The event occurred on 14-aug-2024. Blood glucose level was displayed high at the time of the event. Patient took correction injection for the treatment. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.